Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs replaced the degasser on alinity I analyzer (B)(4). Which resolved the issue. There have been no further reports of discrepant results since the degasser was replaced. A review of sn# (B)(4). Service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the immunoassay systems found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity I analyzer sn# (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier: sid's: (B)(6).

Event description:
The customer reported a false positive alinity I stat high sensitive troponin result on two patients. Results generated: (B)(6) yr old male (B)(6) 2019 sid (B)(6) = 65.8 / 26.9 / 27.8 / 27.1 ng/l; (B)(6) 2019 sid (B)(6) = 42.3 / <10 / <10 / <10 ng/l (no gender provided). Diagnostic cutoff for male = 34.2 ng/l; female = 15.6 ng/l. No impact to patient management was reported.